Event description:
A customer contacted beckman coulter regarding an accu tnl precision problem on the synchron lx I 725 instrument. The customer indicated that the initial positive accu tnl results recover in the "negative" range when repeated. The actual accu tnl results have not been provided by the customer. No add'l info regarding this event has been supplied by the customer. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.